Manufacturer narrative:
The customer's reported complaint of both needles coming off the blue suture was confirmed. Examination of the returned used device, item: y18tn, found the anchors detached from the sutures. The anchor driver was not returned for the evaluation. Although the examination performed confirms the reported problem, a root cause cannot be established. The manufacturing documents from the device history record have been reviewed and found no abnormalities that would contribute to this issue. A two-year lot history review shows this is the only complaint for this lot number and failure mode. (B)(4). The instructions for use (IFU) provides the user with information regarding proper care and use of this device. The IFU also advises the user that preoperative and operating procedures, including knowledge of surgical techniques and proper selections and placement of implants are important considerations in the successful utilization of these devices. Surgeon must choose proper implant size based on specific procedure and patient history. This issue will continue to be monitored through the complaint system to assure patient safety.

Manufacturer narrative:
At time of filing, although expected, the reported device has not been received into conmed's complaint system for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
On behalf of the customer, the conmed sales representative reported issues involving the trushot with y-knot 1.8mm all suture anchor with 2 #2 hi-fi sutures with needles, item y18tn, lot 1137516, that occurred at ulster independent clinic, belfast on (B)(6) 2021. It was reported that during an elbow ligament repair, they were using a trushot 1.8mm anchor and both the needles came off the blue suture when the suture was passed. The co-braided suture was ok. It is indicated the needle was found and the procedure was successfully completed with a 10minute delay. No alternate device was used. There was no impact or injury to the patient. Additional information obtained indicates that the issue occurred while the device was in use in the procedure. After the first anchor was inserted, the surgeon started passing the sutures through the soft tissue and one needle came off in the needle holder and we then noticed the second one was also missing. The second needle was found after a 10 minute search. The 2nd needle was found in the surgical drapes by the patients elbow. The procedure was successfully completed. It is noted that all parts were found and removed. This reporting is being raised as a device malfunction with potential for injury upon reoccurrence, as although removed, the needle did fall off into the patient.